Event description:
Customer stated, "the pad never shut off when he fell asleep. The product has returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator observed that the pad was functioning properly. The pad was shutting off when the trigger was released. No defects or issues were observed. The customer admitted to misusing the product. The IFU states, "do not use while sleeping".